Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient present for remote follow up via merlin.net with the implantable cardiac monitor exhibiting post-sensed t-wave over-sensing. Programming interventions were discussed, however no changes were reported.